Manufacturer narrative:
(B)(4). Date sent: 12/22/2023. D4: batch #416c21. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with the handle shroud opened between the indicator and the shaft. The anvil was missing, the breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The condition of the handle shroud opened is related to improper use of the device as the weld was noted in good condition. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 416c21, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the cdh29b was connected and closed until the green area. After unlocked the instrument, the power button was pressed, but the instrument did not clamp or cut and did not respond at all. Then the battery was inserted from a new instrument and still nothing happened after they tried again. The instrument head was removed and a new instrument was used. The thorn of the instrument was placed to the same hole. The anastomosis could then be completed without any problems. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.